Event description:
During the preparation for a routine device replacement procedure, a loss of capture and r wave amplitude variation was noted on the right ventricular (rv) lead. During the device replacement procedure, the rv lead was capped and replaced to resolve the event. The patient was stable.